Event description:
The customer reported that the system displayed a ma error message. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep cleaned the candlesticks and degreased with no signs of arcs at that time. The system continued to arc and the rep replaced the tube and tube cover. He performed an output checks as well as tracking and resolution after filament cal and operational checkout as intended. He monitored the system for problems and customer called with high ma errors. He requested an alternate laptop and reran a filament calibration which resolved the issue and monitored the system for several days and no further issues. The system is operating as intended.